Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, although pump had not shut down and cause of damage was unclear and attributed to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged a warranty replacement pump, confirmed shipping address, provided instructions for putting pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return damaged pump using prepaid label within 10 days.